Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient with a history of severe chronic allergies had a coughing and sneezing attack. Upon examination one day postoperatively, the surgeon noted that, the superior haptic had dislocated. One week later, the patient was taken back to surgery to reposition the lens. Following the surgery, the patient experienced corneal swelling and iritis. The patient reports that following the additional surgical procedure, she is experiencing blurry vision. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested 04/25/2007 and 04/19/2007 by phone, mail, and fax. Additional information was provided 04/25/2007 by phone. A completed questionnaire has not been returned.